Event description:
We have received your report from the medical device & laboratory product problem reporting service & we regret any difficulties you have had. We cannot further investigate your complaint without add'l info including: catalog number of the reported device(s). Lot number of the reported device(s). Implanting surgeon name, address, & telephone number. Implant date. Any add'l info (ie: surgeon letter, operative reports, medical records) which would provide info regarding the history of the subject device(s).